Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , (B)(6) 2022. Following implant, the patient experienced regular postoperative bleeding and returned to the operating room overnight. The bleeding resolved after the patient¿s chest was opened and the bleeding sources were cauterized. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had post-operative bleeding that required a return to the operating room. The bleeding resolved via cauterization of the bleeding sources. Related manufacturer report number: 2916596-2022-10200.